Event description:
It was reported that a device was used during an laparoscopic oophorectomy. The blade stayed exposed after passing through abdominal wall on insertion. It is unknown how the case was completed. There was no consequence to pt.